Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was diagnosed with peritonitis while hospitalized for an unrelated event. It was not specified if hospitalization was prolonged due to the peritonitis. Treatment for the event was not reported. The patient was later discharged from the hospital and reported to have recovered from the peritonitis event. Peritoneal dialysis therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.